Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was no flow on the cardioplegia side. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the field service rep (fsr). The fsr installed a new cardioplegia (cpg) pump and completed an inspection. With the new cpg pump installed, the unit operated to MFR's specs. If add'l info becomes available on this complaint, that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.